Event description:
Report rec'd from france stating "bad quality of the sleeve, did not enter by a 1.8mm incision. There was no pt injury." Add'l info rec'd states there have been incision enlargements due to this issue. Though requested the facility has not provided any specific info.

Manufacturer narrative:
The product has been requested for evaluation however it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 1 of 2.